Manufacturer narrative:
Lifescan received the meter involved with this complaint. Device evaluation was completed on (B)(6) 2013 and noted the battery was missing. The battery was replaced and the meter turned on successfully; the primary complaint was not confirmed. A secondary issue was determined in that the meter gave an error 1 error message and the data was corrupted. There was no report of any patient injury associated with this issue. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
Smss reviewed pa test results for this complaint in which the patient reported the meter would not power on. Lifescan received the meter involved with this complaint. Device evaluation was completed on (B)(6) 2013 and noted the battery was missing. The battery was replaced and the meter turned on successfully; the primary complaint was not confirmed. A secondary issue was determined in that the meter gave an error 1 error message and the data was corrupted. There was no report of any patient injury associated with this issue.